Manufacturer narrative:
It was observed during visual inspection of the returned device that the sealant sleeve was pushed back against the shuttle which was engaged to the handle. The proximal tamp lock was noted to be dislodged from its original location. Based on the information provided and the investigation performed, the cause of the reported complaint could not be conclusively determined. The review of the lhr (lot f1101102) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported to the aci sales professional that a (B)(6) female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f sheath. A pre-procedure femoral angiogram showed no evidence of peripheral vascular disease (pvd) in the vicinity of the arteriotomy. Following the procedure, the physician who is a trained user of the mynx, chose the mynx cadence to close the access site. It was reported that the physician shuttled down to advance the sealant and then he retracted the procedural sheath to expose the advancer tube. When the physician attempted to tamp the advancer tube, the physician noted that the sealant was missing. The device was removed and the physician prepped and deployed a 2nd mynx cadence. Successful hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.